Manufacturer narrative:
To date the incident devices have not been received for evaluation. If the devices are received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with afx devices at an unknown date. A follow up showed the patient had thrombus forming in the iliac limbs and an occlusion of the limb extension. The physician attempted to reline the initial implanted devices and was unsuccessful. The physician elected to explant the devices and complete an open repair. The final patient is unknown and not initially reported to endologix.

Manufacturer narrative:
A review of the manufacturing lot could not be confirmed because no lot number was provided. The explanted device was returned for evaluation. The results of the evaluation are as follows: the bifurcated stent graft was in overall good condition. The graft material of the main body and the bifurcation were free of damage and defect. The sutures at the bifurcation were intact with no separation of the limbs from the main body and the sutures at the proximal and distal ends of the implant were intact. The stent cage showed no evidence of strut fracture or deformity. The flow lumen is partially occluded with the presence of thrombus. Based on the information received at the completion of the clinical evaluation, there were reported evidence that supported the following case event. Patient was reported for a thrombus formation in the iliac limbs and an occlusion of the limb extension during a follow up. Physician attempted to reline the implanted devices but was unsuccessful and elected to explant the devices instead, and complete an open repair (unknown dates). Clinical was able to confirm the explant of the device. The most likely cause of the occlusion with in device could not be determined due to the lack of medical information surrounding the implant procedure and the repair procedure. Procedure related harms and final patient disposition could not be ascertained. To date there has been no reports of further negative patient sequelae. Corrections: suspect medical device (device available for evaluation?): remove "no". Device manufacturers only (device evaluated by manufacturer?): remove "no". (B)(4).